Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the newly implanted right ventricular (rv) lead showed oversensing post biv (biventricular) pace and large artifact single was seen. When the vector was changed to rv tip to rv coil the oversensing resumed and the artifact signal was event larger. The physician opted not to reposition the lead but to instead reprogram the lead to bipolar sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.